Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary service and repair evaluation: the customer reported 314.291 collinear reduction clamp sliding mechan outer shell of colinear clamp snapped. The repair technician reported that cosmetic test failed, the device has a broken handle therefore it was unable to test for instrument operation. The cause of the issue is unknown. The item will not repaired and will be scrapped upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in document management system. The evaluation was confirmed. The device was deemed serviceable, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: art. No. 314.291, lot no. 150531-a01, manufacturing location: selzach, supplier: (B)(4), manufacturing date: 04.apr.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the outer shell of the colinear clamp in question snapped. There were no adverse patient consequences. No further information is available. This report is for a sliding mechanism this is report 1 of 1 for (B)(4) .